Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7076084, our records show it was manufactured in march of 2017; it was determined that this is the only instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Investigation conclusion: based on the photograph submitted by the facility and previous investigations into this issue, our engineers were able to determine, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. Rationale: in response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices. Bd will continue to track and trend for this issue.

Event description:
It was reported that during use of the bd intima ii¿ IV catheter there was an issue with leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima ii¿ IV catheter there was an issue with leakage.